Event description:
Caller reported that the pump battery would not charge, but there was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to try different charging methods, including using a different wall adapter and charging cable, but the issue persisted. Ultimately, technical support decided to replace the pump. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup to ensure uninterrupted insulin delivery. The caller was instructed on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within ten days.